Event description:
It was reported that ongoing intermittent malfunction alarms occurred on the pump. Reportedly, the customer reset the pump and continued to use it for insulin therapy. The customer's blood glucose level was "high" and "in the 600s mg/dl". The customer addressed elevated bgs by drinking water and administering a bolus via the pump. The customer continued to use the pump and a replacement pump was sent to the customer.